Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming and histories in the pump were accurate. In addition, a lead screw test was performed and passed within specifications. It was also mentioned that the alarm history showed repeated no delivery alarms.

Manufacturer narrative:
Currently it is unk whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time.